Event description:
The manufacturer received information alleging the device would not initially power up. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation, but the device powered up. The customer¿s complaint was not confirmed. Additional findings not related to the malfunction/issue was damage to the dc connector, and the dc cable would need to be replaced on the device. There were no parts replaced on the device. The device was scrapped.